Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off label usage of the device. Due to the inaccuracy issue, the patient's child called paramedics and the patient was taken to the hospital. The patient was hospitalized for a week. The patient's child could not remember the evet details. At the time of the report the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.